Event description:
The surgeon was using a shaplan laser to perform an adenodectomy. The sheath that the waveguide went through became very hot when it came into contact with the pt's lip it burned it.